Manufacturer narrative:
A manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the alleged limb perforation of the ivc. Unable to determine the root cause based upon the available information. The definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: - perforation or other acute or chronic damage of the ivc wall.

Event description:
It was reported that approximately 18 months post filter deployment; allegedly, six filter limbs were identified to have perforated the ivc. One month later the filter was successfully captured and retrieved without incident. Another vena cava filter was deployed successfully. No other pertinent patient or medical information was provided leading up to or surrounding this event. The patient status was not provided.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the alleged limb perforation of the ivc. Unable to determine the root cause based upon the available information. The definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 18 months post filter deployment; allegedly, six filter limbs were identified to have perforated the ivc. Two months later the filter was successfully captured and retrieved without incident. Another vena cava filter was deployed successfully. No other pertinent patient or medical information was provided leading up to or surrounding this event. The patient status was not provided.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the alleged limb perforation of the ivc. Unable to determine the root cause based upon the available information. The definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 18 months post filter deployment; allegedly, six filter limbs were identified to have perforated the ivc. One month later the filter was successfully captured and retrieved without incident. Another vena cava filter was deployed successfully. No other pertinent patient or medical information was provided leading up to or surrounding this event. The patient status was not provided.

Event description:
It was reported that approximately 18 months post filter deployment; allegedly, six filter limbs were identified to have perforated the ivc. Two months later the filter was successfully captured and retrieved without incident. Another vena cava filter was deployed successfully. No other pertinent patient or medical information was provided leading up to or surrounding this event. The patient status was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that six filter struts perforated through the wall of the ivc and two of them perforated into the aorta. Furthermore, it was alleged that the patient has experienced recurring pe and thrombosis. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately one year six months post filter deployment ,patient presented to physician for discussion of filter removal and it was noted that approximately eight months post deployment, patient was admitted to the hospital for recurrent pulmonary embolus. Approximately eight months post deployment, an inferior vena cavogram demonstrated a very large thrombus attached to the top of the filter. Approximately one year six months post deployment, a cta abdomen/pelvis demonstrated a clot within the filter with five struts in the extraluminal from the ivc. Two filter limbs butt up to aorta. Therefore, the investigation can be confirmed for perforation of the ivc. Additionally, it can be confirmed that there was thrombus attached to the top of the filter and that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2014), (manufacturing date: 09/2011).